Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 519 mg/dl and treated with bolus. Customer reported air bubbles in the tubing and was advised that air bubbles could possibly lead to high blood glucose. Customer was vomiting and feeling sick. Customer unable to do troubleshooting due to she was not feeling good. Customer stated she will treat with manual injection. The customer was advised to call healthcare provider or seek medical attention and call back later to troubleshoot. No further information provided.